Manufacturer narrative:
As the provided debug log does not contain the date of event, the infolog builds the basis for the investigation. It was found that the device was switched into battery operation on the date of event. After about 10 minutes the device issued the alarms "battery charge less than 20 percent" and "battery charge less than 10 percent" simultaneously. Other than initially assumed, the device shut down due to loss of battery capacity. The user reconnected the device to mains power supply and the device restarted and ventilation went on. It was found that the device was frequently used on backup batteries, in particular the device switched to battery mode 102 times in about 13 months. The batteries are intended as a reserve energy source in case the power supply is interrupted. Dräger has become aware of similar cases where such kind of use may pre-damage the batteries and result in a loss of capacity. A corresponding fsca has been initiated end of 2023. The field safety notice and the corresponding supplement to the IFU have both been sent to this particular customer accordingly. Therefore, an addendum has been added to the IFU with the following instructions: if it cannot be ensured that the switched-on device is constantly supplied with mains voltage, the functionality of the battery must be ensured. A battery test must be carried out regularly for this purpose. It can be concluded that the root cause for the described problem was due to a faulty battery. The battery was exchanged on site and no further problems were described since then.

Event description:
It was reported that operating time in battery mode lasted 5 minutes. No injury reported.